Event description:
Customer reported via phone call that she was hospitalized with diabetic ketoacidosis. The customer experienced nausea, vomiting, sweating, dizziness, lightheadedness and severs muscle pain. The customer had high blood glucose over 600 mg/dl on (B)(6) 2015 and went to the hospital on (B)(6) 2015. Blood glucose at the time of admission was 541 mg/dl. She was treated with insulin drip and manual injections. Current reading is 107 mg/dl. The customer also mentioned that the sensor was giving her inaccurate readings. During troubleshoot; it was stated the drive support cap is recessed. Customer declined to check for set issues and the settings. The cannula was not bent and the insulin was clear. The high pressure test was not performed as the customer did not have a tubing clamp. Customer was advised to change the entire set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.